Event description:
Cannu-flex silk interference screw were also implanted during the initial surgery. It was initially reported, the pt experienced "r-knee stiffness-superficial infection scar - mua". Initial surgery was an allograft performed on (B) (6) 2006. A revision surgery was performed on (B) (6) 2007. No other details are available.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4).